Event description:
The patient reported experiencing low glucose levels early in the morning, reaching 80 mg/dl. On sunday, he had a severe low of 40 mg/dl, causing him to collapse and roll his ankle. The patient reported he pauses his insulin at night when he goes low, as it seems to be the only effective solution for him. To treat his low blood glucose (bg), he consumes sugar, cereal, fruit, and juice.

Manufacturer narrative:
Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.3 smartphone hardware: iphone14.5 cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.